Event description:
Related to a therapeutic stone retrieval procedure, part of the sheath of this basket tore and separated from the basket assembly. The procedure was completed successfully with another basket with no patient complications.